Manufacturer narrative:
(B)(4). Medical products: biomet tibial locking bar catalog#: 141205 lot#: 398170, unknown ascent femoral catalog#: ni lot#: ni, unknown ascent tibial tray catalog #: ni lot#: ni. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision knee procedure. Subsequently, the patient was revised for an unknown reason. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No devices were received; therefore the condition of the components is unknown. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.